Event description:
1. It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter broke / separated after placement. The patient pulled out the indwelling needle on his own at 23:30 on the evening on (B)(6) 2025, because the patient used a micro-pump to pump in garosin, and the nurse on duty found that the indwelling needle was immediately reset in the lateral left elbow joint and explained the precautions to be taken by the patient and his family. At about 2:00 on (B)(6), the family told the nurse on duty, the patient himself and pull out the indwelling needle, the nurse immediately check the indwelling needle puncture site, no bleeding, the family has pulled out the indwelling needle and micro-pump extension tube on the bedside table, the patient was already in the corridor to walk, the nurse wanted to give the re-setting of the needle, but the patient refused to set up the tube again, do not want to re-pumping, has been reported to the doctor on duty to suspend micro-pumping. 9:00 on (B)(6), the patient was given a micro pump into the left elbow joint and explained to the patient and his family notes. Pumped on (B)(6), 9:30 or so, because the patient's blood vessels are more difficult to find, the patient called the head of the department peng limin to infusion, the patient intends to discharge after infusion, it is given to place a steel needle infusion, peng limin found that the micro-pump is still suspended in the bedside table, the patient and his family do not want to pump in, so withdraw the micro-pump, found that the soft catheter head of the needle partially broken off, not in the retention of the needle. Immediately on the floor, the bed and the patient to look for, are not found, the morning cleaning aunty 7:00 cleaned the ward floor, but also mopped the floor. Immediately reported to the doctor in charge, immediately give the patient arrangements to do ultrasound examination of the upper limbs, ultrasound did not find the indwelling needle hose needle part. Consult the manufacturer fan miaofei, the broken part can be seen clearly under the x-ray, and at the same time reported to the department director (B)(6), arranged for the patient's left upper limb and chest x-ray of the front and side, were not found in the indwelling needle soft catheter needle part, and the patient did not have any discomfort. The patient was discharged in the afternoon of the same day.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1.DHR/bhr review (lot#4081460): 1)the products of this batch were assembled at intima ii auto line 2 in jun 2024 and packaged at cfs package line in jun 2024. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the catheter batch used in this batch of products is 4113265, review the incoming inspection results, no abnormalities. 2.no defective sample and photo have been received for the complaint. 3.the retained samples of this batch are taken for 45psi leakage test and catheter pull force test (the samples need to be soaked in warm water at 37 ° c for 72 hours before testing to simulate the human environment). The test result is within the product specification. 4.according to the description, the patient removed the indwelling needle on his own, and improper force may cause the catheter to break or deform (the catheter that is forcibly pulled off will be deformed, white in color, and the fracture surface will be uneven). 5.no similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defective sample has not been received for further examination the specific states of the broken catheter cannot be identified, the root cause of the breakage of the catheter cannot be confirmed, and the plant will continue to follow up the complaint.

Event description:
No additional information available.